Event description:
It was reported that the tecnis synergy intraocular lens (iol) was explanted from the patient's right eye due to mechanical complication. The patient was unable to tolerate the multifocal lens. The replacement lens is a model diu250, 22.0 diopter. There was no additional surgical intervention performed during the secondary procedure. Reportedly, the patient post-op still with mild corneal edema, but healing well. The customer indicated the explanted lens was discarded and not available for return. No further information is available.

Manufacturer narrative:
Patient weight, ethnicity and race: unknown as information was not provided. The device was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.